Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 2648988-2024-00042 for the accudrain ins8400 because the customer is not sure which device was in use: a facility reported that external ventricular drain (accudrain ins8400) was placed at the bedside for ivh and obstructive hydrocephalus, and shortly thereafter, blood was noted to be leaking from the device just ahead of the burette. Nursing and neurosurgery assessed the device and noted what appeared to be a crack at the connection site. The system was replaced and reconnected to the patient¿s evd without further leaking. The patient was stable at the time but subsequently died. The customer reported that the patient's demise is unrelated to the drain issue.

Event description:
N/a.

Manufacturer narrative:
The accudrain (ins8400) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.